Manufacturer narrative:
Initial.

Event description:
It was reported that the user, recently reconnected to ilet after a factory reset and new cgm sensor placement, received an initial cgm reading of 56 mg/dl; the user could not confirm with a fingerstick, consumed 15 grams of carbohydrates, and was advised to recheck in 15 minutes and re-treat if still below 70 mg/dl; the glucose rose to 75 mg/dl and no further carbohydrates were needed; the user reported having 12 hours of active nph insulin, and was advised to disconnect ilet for the remainder of the nph activity. Symptoms included hypoglycemia with confusion or disorientation. Outcomes included no lasting health consequences or impact; oral glucose was required and taken. Investigation included communication with the user and review and analysis of information provided by the user. Investigation of this case revealed no findings available; insufficient information was identified regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.